Event description:
It was reported that partial deployment and unable to recapture the stent occurred. Vascular access was gained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified biliary duct. A 10 x 94mm x 75cm wallstent-uni endoprosthesis was selected for use. During advancement, resistance was encountered. The stent was partially deployed and became entangled with the sheath of the delivery system. The device was unable to be recaptured into the sheath. The system was pulled out and the procedure was completed with a 10 x 94mm wallstent. There were no patient complications and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the wallstent device was not returned to the complaint investigation site (cis) for analysis. Images provided by the customer illustrates the partially deployed stent partially withdrawn into the sheath/guide used during the procedure. The stent of the device is shown to be more than 50% partially deployed which would indicate that the deployment threshold of the device has been exceeded.

Manufacturer narrative:
Device evaluated by MFR: the wallstent uni 10 x 94mm x 75cm was received for analysis. The device was received in two sections due to a separation of the inner shaft. For investigation purposes the investigator removed the stent from the sheath. No damage or issues were noted with the stent. A visual and tactile examination found the inner shaft of the device to be separated at the distal edge of the blue outer shaft. This type of damage is consistent with excessive tensile force being applied to the device. The distal section of inner shaft with the stent was received inside the customers sheath. A visual and tactile examination found the outer shaft of the device to be severely damaged/accordioned beginning approximately 140mm proximal of the outer shaft distal edge and extending for approximately 40mm proximally. The distal edge of the outer shaft was also found to be damaged. This type of damage is consistent with the device encountering resistance and excessive force being applied to the device. Images provided by the customer illustrates the partially deployed stent partially withdrawn into the sheath/guide used during the procedure. The stent of the device is shown to be more than 50% partially deployed which would indicate that the deployment threshold of the device has been exceeded.

Event description:
It was reported that partial deployment and unable to recapture the stent occurred. Vascular access was gained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified biliary duct. A 10 x 94mm x 75cm wallstent-uni endoprosthesis was selected for use. During advancement, resistance was encountered. The stent was partially deployed and became entangled with the sheath of the delivery system. The device was unable to be recaptured into the sheath. The system was pulled out and the procedure was completed with a 10 x 94mm wallstent. There were no patient complications and the patient's status was stable.